Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal 2; guide cath: axess 6f jl4. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood on the distal shaft, on the balloon, and on the stent implant, which is consistent with advancement into the body. There was contrast in the inflation lumen, which is consistent with preparation for use. The stent implant was stationary between the markers of the tightly folded balloon. The tip length met manufacturing criteria. The middle and distal stent implant outer diameters met manufacturing criteria. The proximal outer diameter was not measured because there were flared struts on the proximal end of the stent implant. The guiding catheter used in the procedure was not returned; therefore it is unknown how it may have contributed to the reported difficulty. An attempt was made to advance the (sds) through a new 6-french guiding catheter but the flared struts would not advance, thus confirming the complaint. Since there was no damage noted during the inspection prior to use, this suggests that a product quality deficiency did not contribute to the reported difficulties. In this case, the lesion was described as moderately calcified and 99% stenosed, which likely contributed to the reported failure to advance/cross the lesion. It was reported that during withdrawal of the device, the stent implant inadvertently became stuck with the guiding catheter which flared the struts, and most likely resulted in resistance as the damaged struts interacted with the guiding catheter. There were two bends in the hypotube shaft. These damages most likely occurred during the procedural attempts to advance/cross the lesion and/or as a result of handling, packaging, and shipment back to abbott vascular for analysis. The inability to advance/cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents, and is typically not associated with a product quality deficiency. Additionally, factors which may contribute to resistance with a guiding catheter include but are not limited to, damage to the device, damage to the guiding catheter, size selection, and/or procedural technique. A review of the lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database for the reported lot found no other incidents reported for stent damage or difficulty to remove from the guiding catheter for this lot. There is no indication of a lot specific product deficiency. The profile dimensions on all stent delivery systems (sds) are confirmed by visual and dimensional checks during manufacture. Additionally, a sampling of units is tested to verify product quality prior to lot release.

Event description:
It was reported that during a procedure of the moderately calcified, 99% de novo mid left anterior descending artery, after predilatation was performed with a non-abbott balloon catheter, the 2.75 mm x 15 mm xience v stent delivery system (sds) was advanced but could not cross the lesion. A guide catheter was advanced deeper and the same xience v sds was attempted a second time but still could not cross the lesion. During removal of the xience v sds, the stent implant proximal strut became stuck with the guide catheter, however, was successfully removed without incident. After removal the proximal strut was noted to be flared. A different xience v sds was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.